Manufacturer narrative:
(B)(4). No sample is available for investigation. Without the actual sample, a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted. Reviewed the device history record and no abnormalities found during in process and final control inspection.

Event description:
As reported by the user facility ((B)(4)): after the patient has taken the pump to home, and returned after 48 hours to remove it, it was verified at the ward that the system of 5-fu has not entirely perfused as expected, missing more than half of perfusion. It was used nacl 0 9% of b. Braun and 5-fu of brand accord.